Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer tried different charging accessories without success, leading customer technical support (cts) to replace the pump. Customer was instructed on returning the defective pump and using multiple daily injections (mdi) as a backup therapy.